Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that customer¿s insulin pump alarmed for multiple pump error detected. Customer¿s blood glucose was unknown at time of incident. Self test passed. Customer advised to clear alarm and complete prime process. Insulin pump is not expected to be returned for analysis.